Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the smartsite port white cap separated from the blue silicone internal piece on the tubing when an injection of propofol was made. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the smartsite white cap breaking off was confirmed as a complete separation of the smartsite cap from the y-body. Examination under magnification did not show clear evidence of the white cap (female luer adapter) having been welded to the y-body. There were no cracks or other damages observed on the affected components. Dimensional analysis was performed and the results were within specification. The cause of the failure was an incomplete weld step performed during automated assembly of the component.

Event description:
The customer reported that the smartsite port white cap separated from the blue silicone internal piece on the tubing when an injection of propofol was made. There was no patient harm.